Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event. The programmer rf (radio-frequency) head was out of electrical specification. It failed testing due to the cable. The rubber coating on the label was also starting to lift away. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Event description:
It was reported that the radio frequency programmer head was in need of repair. The head was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the radio frequency programmer head was in need of repair. The head was returned for service. No patient complications have been reported as a result of this event.